Event description:
As reported, during an unknown procedure on (B)(6) 2021 the surgeon tried to fix an unspecified mesh using a bard/davol sorbafix enhanced 30 count fixation device. It was reported that eight fasteners released from the device and then could not be fixed to the tissue after the mesh was implanted. The loose fasteners were removed from the patient. The surgeon is experienced user of the sorbafix fixation device. There was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fasteners could not fixate to the tissue. It is reported that the subject device is being returned for evaluation; however, at this time has not been received. Based on the available information and not having a sample to evaluate, no conclusion can be made. No lot number was provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) included with the device states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device. And "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used". The precautions (IFU) included with the device states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. The subject device was returned for evaluation. Evaluation of the sample resulted in deployment issues and finds the tack setback to be out of specification. Internal component evaluation of the device finds that the inner gears are out of sync and there is deformation of the input clutch gear. Based on the sample evaluation and investigation performed, the damage to the device components and out of sync condition found is the result of forces applied during user device interface. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Updated fields: b4, d4, d9, g3, g6, h2, h3, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, sorbafix enhanced fasteners could not fixate to the tissue. It is reported that the subject device is being returned for evaluation; however, at this time has not been received. Based on the available information and not having a sample to evaluate, no conclusion can be made. No lot number was provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) included with the device states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device. And "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used". The precautions (IFU) included with the device states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment". If/when the sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during an unknown procedure on (B)(6) 2021 the surgeon tried to fix an unspecified mesh using a bard/davol sorbafix enhanced 30 count fixation device. It was reported that eight fasteners released from the device and then could not be fixed to the tissue after the mesh was implanted. The loose fasteners were removed from the patient. The surgeon is experienced user of the sorbafix fixation device. There was no reported patient injury.